Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was suspected to have a conductor fracture. There was previous episodes of noise noted, however the clinic dismissed the noise as electromagnetic interference (emi) because the patient had reportedly been working near an engine. Approximately one month later the patient received two inappropriate shocks from two different episodes that occurred three days apart. A lead revision procedure planned to be scheduled. It was also reported that patient had a history of lead fractures which was possibly related to the patient's use of crutches 100% of the time.

Manufacturer narrative:
Additional information received indicated a revision procedure took place. The rv lead was explanted due to the suspected conductor fracture. There were difficulties reported with the helix mechanism during the extraction of the rv lead. The device was also electively replaced although normal function was reported. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed that the lead was fractured in multiple places between 251.0 and 266.3 mm from the terminal pin. Six fractures resulting in twelve individual fracture surfaces were observed on the rs- coil. Spots composed primarily of calcium and phosphorous were observed on the surface of the outer insulation in the region of the fracture. All of the fracture surfaces were obscured by mechanical damage, but most retained some evidence of fatigue. Two inclusions were noted, each composed of primarily titanium. The inclusions are likely titanium carbo-nitrides from the manufacturing process. It is known a fractured lead could lead to noise and inappropriate shocks to be delivered.